Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22094. It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged right ventricular lead. The lead was explanted and replaced, although during that procedure the patient's right atrial lead had also become dislodged. The right atrial lead was also explanted and replaced. Both leads were experiencing loss of capture and sensing due to the dislodgement. The patient was stable throughout.